Event description:
A pt with a long history of parkinson's disease in 2001 underwent an uncomplicated implantation of a deep brain stimulator in the right subthalamic nucleus. The pt's postoperative period was uncomplicated and and activation of the stimulator resulted in near complete control of left-sided parkinson's symptoms. The pt was admitted at this time for placing a deep brain stimulator on the left side. A preoperative targeting scan disclosed a previously unsuspected large right-sided hematoma (subdural). The pt had not exhibited any symptoms of this lesion. This liquid hematoma was removed through the bur holes. There were no complication. The implantation of the second stimulator was postponed and the pt was discharged on the next day.